Event description:
It was reported that there was a warning for high out-of-range impedances. The first out-of-range measurement was the day after implant. Technical services reviewed an x-ray and stated the electrode was not fully inserted. Technical services advised to re-insert the electrode into the pulse generator header. There were no adverse patient effects.